Event description:
In the original investigation, the rn reported that an aide had assisted the pt to his room. After talking to the staff on duty, reporter learned that no one rolled the pt to his room. Three staff members reported that the pt usually rolled himself to dining room and his room.